Event description:
It was reported that the patient felt symptomatic and was not tolerating the vvi pacing. The device was unable to be reprogrammed due to lockouts when trying to change the mode out of vvi. The device was changed back to its previous settings. Subsequently, the patient had diaphragmatic stimulation when the device went to recommended replacement time. The device was scheduled for replacement. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient felt symptomatic and was not tolerating the vvi pacing. The device was unable to be reprogrammed due to lockouts when trying to change the mode out of vvi. The device was changed back to its previous settings. Subsequently, the patient had diaphragmatic stimulation when the device went to recommended replacement time. The device was scheduled for replacement. No further patient complications have been reported as a result of this event. It was additionally reported that the device was explanted.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.